Manufacturer narrative:
One trimmed piece of a stent was received in a vial. The trimmed stent was visually inspected and damage consistent with trimming was observed. The stent had the proximal collar and two retention rings with jagged cut behind the second ring. Dimensional testing could not be performed due to the insufficient length of the stent returned. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Photo attached to the parent file was reviewed by the investigation site. The photo is of a vial with a trimmed piece of stent. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare provider reported to a government agency that following glaucoma filtration device implant procedure, the patient experienced indirect endothelial contact by synechiae with a slight reduction in endothelial cells. Additional information has been requested, received and reported that the patient was prescribed an ophthalmic antibiotic and underwent a secondary procedure to shorten the filtration device.